Event description:
Reporter noted beam was not powerful enough; unable to complete cyclodestruction procedure. Mild burns of conjunctiva; no treatment needed. Surgery cancelled. Required trabeculectomy to treat patient.